Manufacturer narrative:
Results: a single 3ml luer lock printed barrel with a shielded needle attached was received by bd canaan and evaluated. The barrel had dried droplets residue inside and appeared to have been used. No foreign matter was observed inside the barrel. The plastic bag containing the sample also contained a folded white paper napkin. The bag was marked ¿fiber in syringe.¿ approximately 1 inch long strand of hair was found loose inside the plastic bag, outside of the barrel. The lot and material numbers for the product provided do not match any product manufactured at bd canaan, therefore DHR/qn review could not be performed. It is unknown whether the barrel was manufactured at canaan and what lot# it belonged to if it was. Conclusion: based on the sample, bd was able to see the customer¿s indicated failure. Without a lot number, an absolute root cause cannot be determined.

Manufacturer narrative:
This supplemental MDR has been submitted multiple times and has been rejected for a duplicate report number. This is the first follow up for MFR. Report # 2243072-2017-00092. Although this is follow up #1, the follow up number for this report reflects follow up #2 to avoid being rejected. Results: a single 3ml luer lock printed barrel with a shielded needle attached was received by bd canaan and evaluated. The barrel had dried droplets residue inside and appeared to have been used. No foreign matter was observed inside the barrel. The plastic bag containing the sample also contained a folded white paper napkin. The bag was marked ¿fiber in syringe.¿ approximately 1 inch long strand of hair was found loose inside the plastic bag, outside of the barrel. The lot and material numbers for the product provided do not match any product manufactured at bd canaan, therefore DHR/qn review could not be performed. It is unknown whether the barrel was manufactured at canaan and what lot# it belonged to if it was. Conclusion: based on the sample, bd was able to see the customer¿s indicated failure. Without a lot number, an absolute root cause cannot be determined.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was filament or hair inside a 3ml bd luer-lok¿ syringe with 22 g x 1 in. Needle. While drawing up IV injectable medication. No medical interventions provided.